Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl procedure, the biorci screw broke while inserting it into the tibia. It is unknown how the procedure was completed. A non-significant delay was reported. No further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. No relevant supporting documentation was provided for review. Based on the limited information provided the root cause of the breakage could not be determined. If a portion of the biosure screw remains retained in the patient, it is it has not been reported whether the broken screw was retrieved from the patient. The biosure screw is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the screw was retained in the tibia, micro-motion and/or migration of the retained screw is unlikely. According to the report, it is unknown how the procedure was completed, although a non-significant delay was reported. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical documentation be provided, this case would be re-assessed. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.